Manufacturer narrative:
The primo2x oxygenator is manufactured by sorin group (B)(4). The 510(5) number is k050447. The device is a component of heart lung pack #(B)(4). During the procedure, the perfusionist experienced low po2s. (B)(4) the unit was used to complete the case. There was no report of patient injury. One primo2x oxygenator was returned to sorin group USA for evaluation. Visual inspection did not reveal any defects. Laboratory testing was performed to evaluate oxygen and carbon dioxide gas transfer. A control unit was also tested for comparison. Laboratory testing showed that the returned unit was comparable to that of the control unit. The results indicate that the returned primo2x oxygenator was manufactured properly. The reported problem could not be reproduced. The oxygenator has been returned to sorin group (B)(4) for further analysis. A follow-up report will be filed when their investigation is complete.

Event description:
During the procedure, the perfusionist experienced low po2s. Two units of blood were given to compensate. The primo2x oxygenator was used to complete the case. There was no report of patient injury.